Manufacturer narrative:
Worn components were discovered throughout the device, including flex assembly, bearings, and driveshaft. Worn components can be a cause of the device running without user activation.

Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.